Manufacturer narrative:
Title: clinical outcomes and risk factors for tunneled hemodialysis catheter-related bloodstream infections source open forum infectious diseases brief report, 2020 (1-4). Date of acceptance: 3 april 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
This study aimed to investigate factors associated with catheter-related bloodstream infections (crbsi) in patients with a primary tunneled catheter for hemodialysis (tchd) inserted at a hospital and report their microbiological and clinical outcomes. Patients with primary insertion of a tchd were included. Patients were followed until the time of primary tchd removal (documented in hospital records), death with a functioning tchd (whichever came first). Insertions were performed by interventional radiologists using tunneled cuffed catheters. A total of 227 patients had a primary insertion of a tchd. Of the 227 patients, 157 (69%) patients had a tchd inserted for acute hd, and in 68 (30%) patients for maintenance renal replacement therapy (rrt) access failure, for example, malfunction or infection of either a peritoneal dialysis catheter or arterio-venous access. Tchd was removed in 45 (20%) patients who no longer required rrt, in 95 (42%) with established permanent rrt access, 37 (16%) with proven or suspected tchd infections. Reasons for removal, other than infection, could not be verified for 16 patients. There was a total of 39 crbsis in 227 primary tchd insertions (17%), requiring removal in 37 (16%) cases. Twenty-eight patients had a principal diagnosis of crbsi on admission and eleven patients had a crbsi occur as a complication during an inpatient admission.